Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complainant investigation inconclusive for the reported filter limb detachment. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that a CT scan performed for an unrelated event demonstrated a detached vena cava filter limb in the pulmonary artery. The discovery was an incidental finding. There are no plans at this time to retrieve the filter or detached limb. There was no reported pt injury.